Event description:
Healthcare professional reported left side "exchange from textured to smooth implants due to the patient's concerns with the product and a left side deflation". Device has been explanted and replaced.

Event description:
Healthcare professional reported " exchange from textured to smooth implants due to the patients concerns with the product and a left side deflation" . The record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Deflation: not observed. As per the investigation procedure, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Healthcare professional reported left side "exchange from textured to smooth implants due to the patient's concerns with the product and a left side deflation" . Device has been explanted and replaced.